Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. There was no compromised force sensor system alarm noted. The pump had a minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer stated that she was trying to prime but the pump did not detect the reservoir and it kept pushing insulin out. The customer had been wearing her old pump since the event. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.